Event description:
Customer reported a high blood glucose reading of 484 mg/dl. Customer also reported receiving calibration error alerts and was assisted with calibrating. Customer treated with a bolus from the insulin pump. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. She stated that the basal rate and bolus wizard settings were correct. She was unable to run a high pressure test. The blood glucose reading went up to 493 mg/dl. She stated that her doctor advised her to treat with an insulin pen and disconnect from the insulin pump. She stated that the blood glucose remained high despite changing out the infusion set. Customer was able to bring the blood glucose reading down to 233 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.